Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient complained about infusion sets fell off due to tape not sticking. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: italy.